Manufacturer narrative:
Siemens service engineer reviewed security measures for restoring parameters and found that customer did not have any security setup. Customer indicated that they would discuss with upper management to implement security. Customer should not have run patient samples when instrument exceeded calibration limits and turned the parameters off. The event has occurred due to an operator error.

Event description:
Customer reported that instrument displayed d2 (excessive drift) errors for all parameters on (B)(6) 2015. Customer also reported that ph, po2 and pco2 parameters were restored on the instrument. Customer indicated that 7 patient samples were run from 18:42 on (B)(6) 2015. Customer stated that they found many quality control (qc) results with "---?" Or failed qc results in the qc list. There was no report of injury due to this event.